Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, the single leaflet device attachment (slda) appears to be related to patient conditions. The tissue damage resulting in mitral regurgitation (mr) appears to be due to the slda. A cause for the atrial fibrillation cannot be determined. Tissue damage, mitral regurgitation and atrial fibrillation are listed in the instructions for use (IFU) as potential complications associated with mitraclip procedures. The reported additional therapy, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: dates estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment. Article title ¿impact of mitracliptm therapy on secondary mitral valve surgery in patients at high surgical risk¿.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, tissue damage, atrial fibrillation, surgical intervention, medical intervention, and prolonged hospitalization. It was reported in an article review that this was a mitraclip procedure to treat mitral regurgitation with a grade of 4. It was noted barlow¿s disease with chordal rupture, ischemic cardiomyopathy with markedly reduced left-ventricular function and previous bypass grafting procedures. On an unspecified date, two clips were deployed, reducing mr to 1+. Then approximately two months later, the patient was readmitted for recurrent mr and a posterior prolapse due to one of the clips became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The other clip remained stable on both leaflets. The patient underwent mitral valve replacement surgery. Additionally, the patient experienced atrial fibrillation and was treated with additional cooled radiofrequency. Eight days later the patient was discharged. A 10-month follow-up revealed no residual mr and sustained sinus rhythm. No additional information was provided.